Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. An onsite assessment of the product was not performed. Based on the information available, the customer reported event cannot be confirmed. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. It was later determined to be irrelevant to this investigation. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. It was later determined to be irrelevant to this investigation. An onsite assessment of the product was not performed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console exhibited no phacoemulsification power post priming. Surgery completed by reconnecting the handpiece to the system. There was no patient impact reported.